Manufacturer narrative:
"The following devices were also listed in this report: mrhk bumper insert - neutral; cat # 64812130; lot # lkr798, mrhk femoral bushing; cat # 64812110; lot # lkh501, mrhk femoral bushing; cat # 64812110; lot # lkl452, mrh axle; cat # 64812120; lot # ctd50587, mrh tib rot comp xs-xl; cat # 64812100; lot # 177810a, mrhk tibial sleeve; cat # 64812140; lot # lkm483, ti dur reg fluted stem13x155mm; cat # 64786695; lot # 0052412, mrh knee fem l rgt; cat # 64811131; lot # hhc6r, ti dur reg fluted stem12x155mm; cat #64786690; lot # 0107420, duracon l-2 10mm full wedge; cat #6630-6-535; lot # dhs3ua, mrh tibial b/plt keel lrg 2; cat # 64813113; lot # ls29p, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's right knee was revised due to suspected infection. All components except the baseplate, femoral component, wedge and stems were revised. Rep confirmed that no further information will be released by the hospital or surgeon.